Manufacturer narrative:
The lot number was provided so a lot history review was performed. The device was returned to bd for evaluation. The investigation confirmed for both break and leak. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr4054 pta balloon dilatation catheter allegedly experienced a break and a leak. This information was received from one source. This malfunction involved a patient with no reported patient injury. The patient was a (B)(6) year old female that weighed (B)(6) kgs.